Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving different readings from his adc freestyle libre sensor compared to readings received from an adc blood glucose meter. It was further reported that on (B)(6) 2018 he received the following readings: sensor: 180 mg/dl (at 6:31 pm), 181 mg/dl (at 7:51 pm) and 181 mg/dl (at 9:00 pm). Customer noted the following comparisons: meter: 418 mg/dl vs sensor: 400 mg/dl and meter: 227 mg/dl vs sensor: 239 mg/dl. He then went to sleep, but approximately an hour and a half later, customer¿s wife noticed he was having a ¿convulsion¿. Customer¿s wife treated him with glucose tablets, spoons of sugar and sips of soda. Between 10:03-10:28 readings of ¿lo¿ (a reading less than 40 mg/dl) and 49 mg/dl were received. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving different readings from his adc freestyle libre sensor compared to readings received from an adc blood glucose meter. It was further reported that on (B)(6) 2018 he received the following readings: sensor: 180 mg/dl (at 6:31 pm), 181 mg/dl (at 7:51 pm) and 181 mg/dl (at 9:00 pm). Customer noted the following comparisons: meter: 418 mg/dl vs sensor: 400 mg/dl and meter: 227 mg/dl vs sensor: 239 mg/dl. He then went to sleep, but approximately an hour and a half later, customer¿s wife noticed he was having a ¿convulsion¿. Customer¿s wife treated him with glucose tablets, spoons of sugar and sips of soda. Between 10:03-10:28 readings of ¿lo¿ (a reading less than 40 mg/dl) and 49 mg/dl were received. No additional treatment was required. There was no report of death or permanent injury associated with this event.